Event description:
On (B)(6) 2024 I experienced a bilateral eye infection after using hubble daily disposable contacts. I was treated with ofloxacin eye drops as prescribed for 7 days. I did not wear the contact lenses during the treatment period. After finishing the antibiotic regimen and having the infection clear, I used a new set of hubble contacts and within one day on (B)(6) 2024, I experienced a return of symptoms. I received moxifloxacin eye drops and utilized them as prescribed from (B)(6) 2024. The infection cleared and I abstained from wearing contact lenses until (B)(6) 2024. I noticed symptoms again on (B)(6) 2024 after working a night shift, removing my contacts and going to sleep. I am currently being treated with polymyxin eyedrops. I wash my hands thoroughly before and after removing lenses. Both previous infection times I discarded all eye makeup products and purchased new products. At this time I do not have health insurance due to a change in coverage from transition from school coverage to employment provided coverage so all costs have been out of pocket. I have now spent(B)(6) for the first walk in visit and eye drop prescription. I spent (B)(6) for the second visit and eye drop prescription. I have not been billed yet for this current visit.